Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. Stimulation therapy was successfully restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient's scs controller was displaying ¿replace generator soon¿ message. A company representative met with the patient and troubleshooting of the patient's scs system indicated the ipg may had reached its end of service. Surgical intervention to replace the patient's scs ipg may be necessary.